Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The product was not returned for investigation. The returned meter was tested with the current masterlot of strips. All inr values were within the specified allowed range for the masterlot strips. There were no error messages that occurred. The there was no product problem found. The relevant retention test strips (lot 206464-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Event description:
The customer stated he had to receive medical treatment for his red eye due to the incorrect low results on his coaguchek xs meter (serial number (B)(4)). On (B)(6) 2016, while testing with his coaguchek xs meter (serial number (B)(4)), he obtained a reading of 2.1 inr which he felt was low. His eye was not red at this time. He reported the result to independent diagnostic testing facility. Prior to (B)(6) 2016 the customer took 2.5 mg of coumadin every day in the evening. He stated that due to the result of 2.1 inr on (B)(6) 2016, he decided to take his coumadin as follows. On (B)(6) 2016 he took 5 mg of coumadin. On (B)(6) 2016 he took 2.5 mg of coumadin. On (B)(6) 2016 he took 5 mg of coumadin. On (B)(6) 2016 he took 2.5 mg of coumadin. On (B)(6) 2016 he took 5 mg of coumadin. He stated that on (B)(6) 2016, he obtained a result of 2.3 inr on his meter at 9:00 am on (B)(6) 2016. He stated he reported that result to his doctor. His doctor did not advise him to change his coumadin dose but he increased his coumadin dose on his own because he felt the result of 2.3 was incorrectly low since he had the red eye. At 2:30 pm on (B)(6) 2016, he went to his eye doctor who gave him drops to treat his red eye. The drops prescribed are for dry eyes. His inr on his meter was 2.1 on (B)(6) 2016. The customer's therapeutic range is 2.5-3.5 inr. He does not have any antiphospholipid antibodies. He has not had any recent changes in his diet or his medications. He reports his eye condition is the same after using the drops. He was fine when reporting the event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
Outcomes attributed to ae was updated.